Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with lumbar canal stenosis underwent oblique lumbar interbody fusion and posterior pedicle screw fixation at levels l4/5. Intra-op, when the counter torque was used during final tightening, idling occured before the torque could be applied. When trying to remove the set screw, it idled again in the direction of removing it. The set screw was finally removed with a non-retaining bone screw driver and a new one was replaced. Finally, the set screw was broken off successfully. No patient complications were reported.

Manufacturer narrative:
Product analysis: microscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was able to be fully engaged but the hex and star on the inside of the screw head has been worn. It appears a larger hex instrument was used to remove the screw causing the inner hex to be damaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.